Event description:
See also manufacturer report 3004209178200904916. Both the stimulator and the pump have been turned off since the pt had surgery in 2008. Prior to this, it was stated that the stimulator was shorting out/malfunctioning, and caused the pt to have seizures on three occasions. The "programs run" on the ins did not show a problem. The pt wanted the device explanted. Further info is being requested from the hcp.